Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set connection separated causing it to leak. The following information was provided by the initial reporter: the luer lock connection on the end fall off of the extension.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-mar-2023. H6: investigation summary: the customer reported the luer lock fell off and returned one used sample. The sample was separated at the maxzero and the complaint is verified. The root cause was found to be insufficient solvent applied during assembly process. Solvent was not applied correctly due to omission of the gumming operation, and a quality alert was made to assure correct gumming moving forward. Device history record review for model mzx5305 lot number 22059012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero¿ extension set connection separated causing it to leak. The following information was provided by the initial reporter: the luer lock connection on the end fall off of the extension.